Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently fluctuating and depleting quickly. Additionally, it was reported that the pump intermittently shut off unexpectedly. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.